Event description:
It was reported that at follow-up, the ventricular lead showed an alert for high impedance and high thresholds. The lead was abandoned and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. Weekly pace measurement log data shows an increase for min and max rv pace equals 888 to 6592 ohms peak between (B)(6) 2011.